Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. A probable cause was determined to be communication error. No additional event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, if follow-up, what type?: additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 04/19/2018 for evaluation. The device was visually inspected, and no defect was found. Performed voltage test and passed. Unable to perform functional testing. Performed share log review and device failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.